Manufacturer narrative:
(B)(6). This follow-up report is being submitted to relay additional information. The customer returned an electric dermatome device for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated this electric dermatome. Zimmer biomet surgical has not previously repaired/evaluated the electric dermatome power supply. The electric dermatome was manufactured on january 10, 2014, and is over 2 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The electric dermatome power supply was manufactured on january 3, 2014, and is 2 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. The reported event was confirmed since during the initial inspection it was noted that when the device was tested the motor operated erratically. Based on the information that was provided the root cause of the reported event could not be specifically determined. During the initial inspection it was noted that when the device was tested the motor operated erratically. The device is over 2 years old and has not been previously repaired by zimmer biomet. The IFU states that ¿the zimmer electric dermatome should be returned every 12 months for inspection and preventive maintenance. Annual factory calibration checks are strongly recommended to verify continued accuracy.¿ the electric dermatome was repaired, tested and returned to the customer.

Manufacturer narrative:
The device was returned to the manufacturer; however the investigation was not completed at the time of this report. The customer returned an electric dermatome device, serial number (B)(4), for evaluation. The customer also returned a power supply, serial number (B)(4), for evaluation. Initial qa inspection of the electric dermatome on september 21, 2016 revealed minor cosmetic damage to the head and neck of the hand piece including nicks and scuffs. The thickness control lever operated as intended. There were no visible issues with the power cord. The master blade sat flush with the control bar. The safety switch operated as intended. There were no visible issues with the width plates. The device was tested with the electric dermatome test power supply under stroboscope, and the motor operated erratically. The device was tested with the customer¿s power supply, serial number (B)(4), and operated erratically. Repair of the electric dermatome was performed by zimmer biomet surgical on september 23, 2016 which included replacement of the power cord assembly, power switch, ball detent, thickness lever, reciprocating arm, bearings, seal and retaining ring, motor and o-ring. No problem was found with the customer's electric dermatome power supply, serial number (B)(4). Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Prior to repair, the device operated within motor speed specifications and was outside calibration specifications at the zero thickness setting. A follow up medwatch will be submitted once the investigation is complete and a root cause has been established.

Event description:
It was initially reported that speed of the dermatome's motor was not constant. Additional information revealed the event took place during surgery and extended the length of time of surgery 30-45 minutes. The graft harvest was unable to be used and an additional unplanned graft harvest was required.